Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. This was noted to be a gradual rise. Boston scientific technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported.